Event description:
It was reported that while infusing an unspecified narcotic medication the pump shutoff unexpectedly. There was patient involvement, but no harm. Although requested, the facility declined to provide additional details.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.